Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in belgium. Review of the most recent repair record determined the motor would not stay on, the device components were worn, the hinge gasket was missing, the control bar was out of position, and the device was out of calibration; however, the repair was not completed because the customer rejected the repair quote. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device did nothing more. There was no patient injury, or delay. After investigation it was found that the device does not stays on. Due diligence is completed and there is no additional information available.